Event description:
It was reported by the affiliate during a laparoscopic cholecystectomy the silicon ring of the gasket fell into the pt. The gasket was removed by the surgeon. There was no adverse outcome to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition conforming, inner gasket conditon nonconforming, outer gasket condition condition nonconforming, sleeve condition conforming, stopcock condition conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon inquiry info received and visual examination, it ws confirmed that reported "silicon ring of gasket" had dislodged from its original position. Inner gasket was received in a separate sealed pouch. No conclusion could be reached as to how this had occurred. Co revies each incident as it occurs in an effor to continuously improve products and processes.